Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation revealed dashes (---) for several parameters. The mode showed being changed from voo-aoo to vvi-aai and the pulse configuration changed from bipolar to unipolar.